Manufacturer narrative:
Additional narrative: patient information is unknown. This report is for 4 unknown nail head elements: tfn helical blade /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article sandifer, p. And et al. (2017) extent and morbidity of lateralization of a trochanteric fixation nail blade. Orthopedics, volume 40(5): e886-e891. (USA). The purpose of this article is to examine the incidence and risk factors associated with lateral helical blade migration and trochanteric pain with the trochanteric fixation nail. It will evaluate 3 issues specifically: the average radiographic lateralization of the helical blade; the percentage of pertrochanteric hip fractures that require helical blade removal or exchange because of symptomatic hardware; and the risk factors for reoperation as a result of lateralization. This retrospective study occurred between june 1, 2012 and december 31, 2015. The study involved a total of one hundred-forty-one (141) patients which were divided into two groups. Group 1 contained one-hundred-fourteen (114) patients in the asymptomatic group with a mean age of 69.4 years and group 2 contained twenty-seven (27) patients in the symptomatic group with a mean age of 64.1 years. Of the patients, 59% were women. The average length of follow-up was 202 days (range, 43-855 days). Complication ¿ - three (3) unknown patients in the symptomatic group required revision surgery for blade prominence. - one (1) unknown patient in the symptomatic group required revision surgery due to helical blade cutout. - one (1) unknown patient in the symptomatic group required revision surgery due to wound infection. This report is for 4 unknown nail head elements: tfn helical blade and for three (3) unknown patients in the symptomatic group required revision surgery for blade prominence and one (1) unknown patient in the symptomatic group required revision surgery due to wound infection. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.